Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 195 and 204 mg/dl. Daughter stated she had checked her mother's blood sugar three times. Daughter stated customer got a result of 99 mg/dl within minutes of the first test. There are only two results in the meter memory; while going through the meter's memory two results came up, three dashes and a control symbol. The customer does not have any control solution. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with all results in the meters' memory. The customers' daughter called stating the customers' meter was displaying erratic numbers. The meters' date and time are not set correctly. The daughter states she checked her mother's blood sugar 3 times. There are 2 results in the meter. The customer stated she got a result of 99 mg/dl within minutes of the first test. While going through the meter's memory 2 results came up 3 dashes and a control symbol.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 195 and 204 mg/dl. Daughter stated she had checked her mother's blood sugar three times. Daughter stated customer got a result of 99 mg/dl within minutes of the first test. There are only two results in the meter memory; while going through the meter's memory two results came up, three dashes and a control symbol. The customer does not have any control solution. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with all results in the meters' memory. The customers' daughter called stating the customers' meter was displaying erratic numbers. The meters' date and time are not set correctly. The daughter states she checked her mother's blood sugar 3 times. There are 2 results in the meter. The customer stated she got a result of 99 mg/dl within minutes of the first test. While going through the meter's memory 2 results came up 3 dashes and a control symbol.